Event description:
It was reported that during a laparoscopic cholecystectomy, the top of the device was "not fitted well" and would not hold a seal. The device was replaced. There was no pt injury. Additional info was requested, but no additional info was received.

Manufacturer narrative:
Final device investigation found that the device was returned with the proximal housing broken off. The device could not be leak tested due to it's condition. The device history record was reviewed and no discrepancies were noted.